Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: cold limb, diminished leg pulses, occlusion. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after uneventful arteriotomy closure, symptoms of cold limb and diminished pulses of the leg developed. An ultrasound of the vessel revealed that a part of the clip deployed in the posterior vessel wall causing a partial occlusion restricting blood flow. Complete blood flow was restored with percutaneous transluminal angioplasty (pta). The starclose clip achieved hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.